Event description:
Procedure type: gastric bypass. According to the reporter: the og tube was getting stuck in the posterior portion of distal end of esophagus before reaching the pouch. There was no bleeding reported. The gastronomy was extended to locate the tube and a purstring was applied. The case was extended by more than 45 minutes. No unanticipated tissue loss was reported. There was no bleeding reported in excess of 250cc.

Manufacturer narrative:
(B)(4).